Event description:
Caller reported a malfunction in the pump, indicated by a code in tandem source. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to replace the pump after noting that the customer experienced multiple occurrences of the same malfunction.